Event description:
It was reported that after five days of use, the physician attempted to remove the intra-aortic balloon. Resistance was met, and surgical removal was required due to entrapment of the intra-aortic balloon. Examination of the intra-aortic balloon after removal revealed dried blood within the balloon membrane.